Event description:
It was reported that this lead was repositioned. No adverse patient effects were reported. The lead remains implanted.

Event description:
It was reported that this lead was repositioned. No adverse patient effects were reported. The lead remains implanted. Additional information noted that the repositioning occurred due to a lead dislodgement. In addition, two weeks post operative check showed the right ventricular (rv) lead sensing and impedance measurements dropped and the pacing thresholds increased.